Event description:
The pt experienced spasms in her feet and pelvis. The device helped with those spasms. She had an x-ray and the device system turned up on its own. Add'l info has been requested.

Manufacturer narrative:
(B)(4).